Event description:
A report received from (B)(6) stated an 840 ventilator experienced a blank display. There was no report of patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui), central processing unit (cpu), printed circuit board assembly (pcba). The device passed all calibrations, short self-test, extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).